Manufacturer narrative:
Product has not been returned by facility, therefore product has not been evaluated.

Event description:
Allegedly per the customer, during a turbt procedure, the electrode broke off inside the patient and was safely removed. The second electrode also broke off and was safely removed with no harm to the patient. The electrode was replaced and the procedure completed.